Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Section h11 of the initial medwatch report (MFR report #0003015876-2023-02300) indicates: additional mfg narrative type ¿ stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was isolated to the contact pcb, and was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use. Section h11 of the initial medwatch report (MFR report #0003015876-2023-02300) should indicate: additional mfg narrative type ¿ stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. The contact pcb assembly was replaced as a precaution. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was able to verify the reported issue. The cause of the reported issue was isolated to the contact pcb, and was replaced to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.